Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 12/20/2020. A.2: the patient was born in 1948. [Additional event information]: the healthcare professional reported that during the mechanical thrombectomy procedure targeting a right distal internal carotid artery, m1 and m2 segments of the middle cerebral artery (mca), the 5mm x 33mm embotrap ii revascularization device (et009533 / 20b030av) could not be introduced into the concomitant headway® 21 microcatheter (microvention-terumo) at all. The headway 21 microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic), but the embotrap ii device would still not fit into the replacement microcatheter. A new embotrap ii device was used and introduced into the microcatheter without any issue. The procedure was delayed by 30 minutes as a result of the reported event. The procedure was successfully completed. There was no report of any patient adverse event or complication. Additional information received indicated that the distal end of the insertion tool was inserted through the rotating hemostasis valve (rhv) and flushed until liquid was visible at the proximal end. It was confirmed that the insertion tool was fully seated in the hub of the rhv before proceeding to advance the device. Continuous flush had been maintained through the catheter. The rebar¿ 18 microcatheter was used with the replacement embotrap ii device to complete the procedure. A review of the manufacturing documentation associated with this lot (20b030av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to section d: the suspect medical device catalog. The catalog in d4 has been corrected from et009533 to et007533. The unique identifier (UDI) has been corrected from (B)(4) to (B)(4). [Conclusion]: the healthcare professional reported that during the mechanical thrombectomy procedure targeting a right distal internal carotid artery, m1 and m2 segments of the middle cerebral artery (mca), the 5mm x 33mm embotrap ii revascularization device (et007533/20b030av) could not be introduced into the concomitant headway® 21 microcatheter (microvention-terumo) at all. The headway 21 microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic), but the embotrap ii device would still not fit into the replacement microcatheter. A new embotrap ii device was used and introduced into the microcatheter without any issue. The procedure was delayed by 30 minutes as a result of the reported event. The procedure was successfully completed. There was no report of any patient adverse event or complication. Additional information received indicated that the distal end of the insertion tool was inserted through the rotating hemostasis valve (rhv) and flushed until liquid was visible at the proximal end. It was confirmed that the insertion tool was fully seated in the hub of the rhv before proceeding to advance the device. Continuous flush had been maintained through the catheter. The rebar¿ 18 microcatheter was used with the replacement embotrap ii device to complete the procedure. The complaint device was received for evaluation analysis. The investigational finding is documented below. Investigation summary: the initial visual inspection of the returned embotrap ii device indicated significant deformation (i.e. Kink) on the proximal portion of the outer cage and the inner channel, a strut fracture on the proximal connector strut of the inner channel, and several offsets on the distal portion of the proximal coil. The visual inspection also indicated that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The level of coil offsets and deformation noted at the distal portion of the proximal coil during the visual inspection under magnification indicates attempted advancement of the device against significant resistance but is not unusual in device that have been subject to use. The deformation noted on the outer cage and the inner channel were spiraled. This is indicative of the device being subjected to significant torqueing during advancement and/or withdrawal of embotrap ii device to resolve the significant resistance. The returned insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. A sample of embotrap ii device (05 x 33mm) was advanced into a sample headway 21 microcatheter with the insertion tool fully seated in the microcatheter hub and with various levels of inadequate seating (i.e. Varying the distance between the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft). It was confirmed that advancement was unsuccessful at a gap between the insertion tool and microcatheter lumen of greater than 10mm, i.e. Incorrectly seated. A review of the manufacturing documentation associated with this lot (20b030av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristic which is consistent with advancement of the device against resistance and the torqueing of the device during advancement through/withdrawal from the microcatheter. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The potential cause of resistance can be concluded to be due to the following: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. A failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. This can occur if the rotating hemostasis valve (rhv) seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. A localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap ii device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). It is probable that the initial attempts to deliver the embotrap ii device with headway 21 microcatheter was due to one of these scenarios and the embotrap ii device was damaged in the attempted advancement into the headway 21 microcatheter. The damage caused to the embotrap ii device was such that it could no longer be advanced into a compatible microcatheter, therefore the subsequent advancement into the rebar 18 microcatheter was likely unsuccessful due to damage caused by the initial attempted use. The visual inspection of the embotrap ii device suggests that the physician significantly torqued the embotrap ii device in an attempt(s) to overcome the difficulties in advancement. The instructions for use (IFU) states not to torque the device during use and design testing has subjected the device to significant levels of torqueing in simulation of deliberate torqueing without proximal strut fracture. The deformation of the fractured strut indicates that the device was subjected to torqueing prior to strut fracture, it therefore concluding that the deformation caused by the unsuccessful advancement of the device into the microcatheter and torqueing of the device by the physician resulted in the strut fracture noted on the returned device. There is no indication that this complaint was as a result of a defect with the embotrap ii devices. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. D4: catalog: et007533. D4: unique identifier (UDI): (B)(4).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the mechanical thrombectomy procedure targeting a right distal internal carotid artery, m1 and m2 segments of the middle cerebral artery (mca), the 5mm x 33mm embotrap ii revascularization device (et009533/20b030av) could not be introduced into the concomitant headway® 21 microcatheter (microvention-terumo) at all. The headway 21 microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic), but the embotrap ii device would still not fit into the replacement microcatheter. A new embotrap ii device was used and introduced into the microcatheter without any issue. The procedure was delayed by 30 minutes as a result of the reported event. The procedure was successfully completed. There was no report of any patient adverse event or complication. Additional information received indicated that the distal end of the insertion tool was inserted through the rotating hemostasis valve (rhv) and flushed until liquid was visible at the proximal end. It was confirmed that the insertion tool was fully seated in the hub of the rhv before proceeding to advance the device. Continuous flush had been maintained through the catheter. The rebar¿ 18 microcatheter was used with the replacement embotrap ii device to complete the procedure. The complaint device was received for evaluation analysis. The investigational finding is documented below. Investigation summary: the initial visual inspection of the returned embotrap ii device indicated significant deformation (i.e. Kink) on the proximal portion of the outer cage and the inner channel, a strut fracture on the proximal connector strut of the inner channel, and several offsets on the distal portion of the proximal coil. The visual inspection also indicated that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The level of coil offsets and deformation noted at the distal portion of the proximal coil during the visual inspection under magnification indicates attempted advancement of the device against significant resistance but is not unusual in device that have been subject to use. The deformation noted on the outer cage and the inner channel were spiraled. This is indicative of the device being subjected to significant torqueing during advancement and/or withdrawal of embotrap ii device to resolve the significant resistance. The returned insertion tool was dimensionally inspected and found to be within specification for the inner diameter and outer diameter. A sample of embotrap ii device (05 x 33mm) was advanced into a sample headway 21 microcatheter with the insertion tool fully seated in the microcatheter hub and with various levels of inadequate seating (i.e. Varying the distance between the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft). It was confirmed that advancement was unsuccessful at a gap between the insertion tool and microcatheter lumen of greater than 10mm, i.e. Incorrectly seated. A review of the manufacturing documentation associated with this lot (20b030av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap ii device exhibits key characteristic which is consistent with advancement of the device against resistance and the torqueing of the device during advancement through/withdrawal from the microcatheter. A visual inspection of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation. The potential cause of resistance can be concluded to be due to the following: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device resulting in pre-deployment of the device in the microcatheter hub. B) a failure to maintain the insertion tool in a fully seated position whilst advancing the device, resulting in pre-deployment of the device in the microcatheter hub. This can occur if the rotating hemostasis valve (rhv) seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. C) a microcatheter defect, such as a blockage or constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. D) a localized, temporary constriction in the proximal end of the microcatheter that prevented delivery of the return embotrap ii device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter). It is probable that the initial attempts to deliver the embotrap ii device with headway 21 microcatheter was due to one of these scenarios and the embotrap ii device was damaged in the attempted advancement into the headway 21 microcatheter. The damage caused to the embotrap ii device was such that it could no longer be advanced into a compatible microcatheter, therefore the subsequent advancement into the rebar 18 microcatheter was likely unsuccessful due to damage caused by the initial attempted use. The visual inspection of the embotrap ii device suggests that the physician significantly torqued the embotrap ii device in an attempt(s) to overcome the difficulties in advancement. The instructions for use (IFU) states not to torque the device during use and design testing has subjected the device to significant levels of torqueing in simulation of deliberate torqueing without proximal strut fracture. The deformation of the fractured strut indicates that the device was subjected to torqueing prior to strut fracture, it therefore concluding that the deformation caused by the unsuccessful advancement of the device into the microcatheter and torqueing of the device by the physician resulted in the strut fracture noted on the returned device. There is no indication that this complaint was as a result of a defect with the embotrap ii devices. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 01/05/2021. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The product lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the product lot number of the device is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the mechanical thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) could not be introduced into the concomitant headway® 21 microcatheter (microvention-terumo). The headway 21 microcatheter was replaced with the rebar¿ 18 microcatheter (medtronic), but the embotrap ii device would still not fit into the replacement microcatheter. A new embotrap ii device was used and introduced into the microcatheter without any issue. The procedure was delayed by 30 minutes as a result of the reported event. The procedure was successfully completed. There was no report of any patient adverse event or complication.